Manufacturer narrative:
(B)(4). Date of implant estimated. The reported patient effects of angina and thrombosis as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to operational context of the procedure.

Event description:
It was reported that in (B)(6) 2014, the procedure was to treat a lesion in the left anterior descending (lad) artery and in the right coronary artery (rca). The patient presented with unstable angina. The 3.5 x 23 mm xience xpedition stent was implanted. Pre-procedural medications were ecospirin and brilianta. Intra-procedural medications were integrilin. Post-procedure medications were ecospirin and brilianta. The patient returned with chest pain on (B)(6) 2014. Stent thrombosis was confirmed in the lad. It was confirmed that the patient was compliant with the dual antiplatelet drug therapy (dapt). Pre-dilatation was performed and a 3.5 x 38 mm xience prime stent was implanted for treatment. Timi iii flow was maintained. The patient was doing fine and no other patient effects were noted. No additional information was provided.